Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a burn mark was identified by the scrub tech in the jaw of the instrument before the patient was brought to the room. The instrument was replaced and the procedure was completed as planned. This instrument was not used on the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the staff reported that the instrument was inspected before the case started. There was a visible burn mark on the instrument at the opening of the jaws. It appears that the plastic was melted. It was the customer's understanding that there was no harm caused to the patient during the last procedure in which it was used. There was nothing reported and no incident reports were filed. The burn mark was only noticed prior to the next case that this instrument was opened on. The customer does not record the surgeries there and has no record of who used the instrument so she cannot provide and patient information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported customer complaint. The fenestrated bipolar forceps instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Root cause is attributed to mishandling/misuse. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The electrical continuity test still passed and there was no insulation damage observed on the conductor wire. A review of the instrument log for the fenestrated bipolar forceps (471205-k12211025) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 with 12 uses remaining. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Field is blank because the product is not implantable. Information for the blank field is not available. Fields are not applicable.